Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced excessive thirst, dizziness, nervous, and frequent urination. Troubleshooting was performed. It was stated that the customer treated her blood glucose twice and got down to 516mg/dl. Troubleshooting was performed. The time, date, basal, and bolus wizard settings were correct. The drive support cap appears to be correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.